Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. While evaluating the instrument, the cse checked the pump rate and the integrated multi-sensor technology (imt) sensor. The imt sensor was near expiry. The cse replaced all imt pump tubing and pressure tower. The cse replaced the salt bridge and flush solution. The cse replaced the old sensor lot with a new one. The cse ran conditioning and dilution check twice. The cse ran calibration, which passed. The cse ran system check, resulting satisfactory. The customer ran electrolytes quality controls (qc), resulting within specifications. The cause of the discordant falsely, low cl, k and na results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low chloride (cl) result was obtained on a patient sample on a dimension exl with lm instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate dimension exl instrument, resulting higher. The repeat result was reported to the physician(s). The customer stated discordant results for sodium (na) and potassium (k) flagged as critically low were obtained on a couple of patient samples on the dimension exl with lm instrument. For one patient, the results were reported and a computerized axial tomography (CT) scan was ordered for the patient(s). The sample was repeated and resulted normal. No results were provided for na and k for the patient. There are no reports of adverse health consequences due to the discordant, falsely low cl and critically low na and k results.